Event description:
Caller reports lancet protrudes beyond the end cap of the softclix lancing device. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.

Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.